Event description:
It was reported that an ilet user contacted support for a low blood glucose reading of 51 on the system after a recent full supply change; a contemporaneous fingerstick measured 74, the pump was calibrated, and the ilet then displayed 73. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.